Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump and attempt loading a new cartridge. Despite these efforts, the error persisted, leading to the decision to replace the pump. The customer continued using their current pump for therapy until the replacement arrived.